Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid/hydromorphone (2.0 mg/ml at 1.3807 mg/day), baclofen (360 mcg/ml at 248.52 mcg/day), and bupivacaine (8.0 mg/ml at 5.527 mg/day) via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2015 it was reported that it was hard for the doctors to get the right spot because the pump wasn't sitting flat in the skin following a pump revision. There were times when it was hard to find when trying to refill it. The pump was last successfully refilled on(B)(6) 2015. The actions/interventions and resolution of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.